Event description:
It was reported from the us that a patient experienced a dislocated ankle after surgery. The patient had significant ligament reconstruction at the time of surgery, and was non-weight bearing at the time of the last post-operative x-ray. It is stated that the patient was not compliant and stepped down on the foot without walking boot. A revision surgery has occurred. The date of (B)(6) 2020 has not been confirmed if it is the date of the initial dislocation or the revision surgery date. The surgeon who informed the company about the patient no longer works at the facility where the patient was seen and provided no additional information about the event or patient. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The cause of the dislocation and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, and stepping on the foot without a walking boot for support which allowed for dislocation occurring due to the significant ligament re-construction.

Manufacturer narrative:
(B)(4). Clinical investigation: IFU 700-096-157 rev. - states: all patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. Patients should be warned to protect the joint replacement from unreasonable stresses and to follow the treating physician¿s instructions, until anterior wound healing is complete. Patients must be informed that their weight and activity level may affect the longevity of the implant. The surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The cause of the dislocation and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, and stepping on the foot without a walking boot for